Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure the needle popped off. The procedure was completed successfully. There were no adverse patient consequences.